Event description:
It was reported during a laparoscopic sigma procedure there were no cracking noises during firing and an incomplete staple line. Took a new instrument, staple line was ok. No further information is available. No patient consequences reported. Procedure was completed with same like device.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.